Manufacturer narrative:
Concomitant medical products: bd auto guard #382533 with statlock. The customer report of a leak at connection from the extension set's male luer to the catheter was not confirmed. No obvious issues or damages were observed with any of the components of the as-received samples. The attached set and catheter hub were carefully detached from the catheter stabilization device. It was observed that the set's exit luer collar was not securely attached onto the catheter hub; however functional and pressure testing was still performed without leaking or any issues. Both mated components were measured using respective iso luer reference fittings in which they were noted to be within specification. The root cause of the customer's report was not identified.

Event description:
It was reported that there was a leak from the extension set male luer connection to the piv catheter. Their concern was that when attaching the extension set, the male luer does not 'torque down' enough on the piv, therefore causing a leak. There was no lasting patient harm however the patient complained of pain during his ir procedure due to the leak.